Manufacturer narrative:
The investigation determined the event was due to missed and/or overdue maintenance.

Manufacturer narrative:
The cortisol ii reagent lot number was 822767 with an expiration date of 01-oct-2025. The customer mentioned that they had some liquid level detection (lld) alarms lately, and a bit of rust on the microbead mixer. The preventive maintenance was last performed on 14-apr-2025, and it was within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's samples tested with elecsys cortisol g2 (cortisol ii) assay on a cobas 6000 e601 module. Sample 1: initial result: 0.054 ug/dl (accompanied by a data flag). 1st repeat result: 63.44 ug/dl (accompanied by a data flag). On (B)(6) 2025: sample 1: 2nd repeat result: 104.7 ug/dl (tested using a dilution factor of 1:10). A new sample was drawn from the patient and tested, resulting in a cortisol ii value of 34.3 ug/dl. The result of 34.3 ug/dl was deemed to be correct.